Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date, (B)(6) 2020, was chosen as a best estimate based on the date that the manufacturer became aware of the event, (B)(6) 2020. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that symphion controller unit was used in a procedure performed on an unknown date. According to the complainant, during the procedure, a resecting device failed. The procedure was cancelled due to this event. There were no patient complication reported as a result of this event.